Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation was completed on 10-nov-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The valve issue could be related to the obstruction reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged. During prep time, it was impossible to flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Another unit was used for the case. No clinical consequence. No patient consequence. No medical intervention. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-nov-2023, the hemostatic valve was dislodged inside of hub component. This event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged on 10-nov-2023 and have assessed this returned condition as reportable.